Event description:
Edwards received information that this device was explanted at implant due to occlusion. As reported, the patient had a very low coronary ostia and during implantation of this valve, each of the coronary ostia were able to be visualized after the valve was secured in place. There were several unsuccessful attempts to wean the patient from bypass. Echocardiogram showed good resolution of the air within the left ventricle; however, there was very poor lv function. The heart was arrested and the aortic valve was excised. Additional debridement took place and a 21mm graft was implanted. The patient was still unable to be weaned from bypass and was transferred to the intensive care unit on va ECMO with intraaortic balloon pump in place.

Manufacturer narrative:
Occlusion. Method: device not returned. Additional manufacturer narrative: although there have been attempts to receive further information regarding the device, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement and is typically not related to a product malfunction. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.